Manufacturer narrative:
On 05-may-2017 product investigation results: the reporter returned 8 toothbrush heads on 18-apr-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Toothbrush head fell apart in mouth [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported via social media on (B)(6) 2017 that he had an oral-b dual clean electric toothbrush, and was finding it difficult to find oral-b dual action brushheads. He resorted to finding the brush heads online, but had a feeling the brush heads were fake; the brush head fell apart in his mouth after a couple of uses. No symptoms developed. On (B)(6) 2017 consumer follow-up via social media: the consumer's brush handle was reported to be type 3709. The consumer submitted pictures of the oral-b dual clean toothbrush heads. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Toothbrush head fell apart in mouth [device breakage]. I've a feeling they are fake- toothbrush heads [suspected counterfeit product]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via social media on (B)(6) 2017 that he had an oral-b dual clean electric toothbrush, and was finding it difficult to find oral-b dual action brushheads. He resorted to finding the brush heads online, but had a feeling the brush heads were fake; the brush head fell apart in his mouth after a couple of uses. No symptoms developed. On (B)(6) 2017 consumer follow-up via social media: the consumer's brush handle was reported to be type 3709. The consumer submitted pictures of the oral-b dual clean toothbrush heads. No further information was provided.